Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as low; suspected cause was alleged to be due to an automatic 4-unit bolus being delivered by the pump to the user; however, this could not be confirmed. Customer consumed carbohydrates to address bg level. The customer was hospitalized and treated with intravenous saline fluids. Customer was released from the hospital on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. The customer reverted to manual injections for insulin therapy.